Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome, with an open chest for a surgical ablation, mitral and aortic valve replacement, and aortic root aneurysm repair, was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella 5.0 support, the patient experienced bleeding from the procedures that required the patient to be transfused with 7 units of blood, 2 units of platelets, and 2 units of factor vii. The patient's coagulation studies were reported as normal, however the patient continued to bleed from their chest tubes. The patient's chest was reopened to investigate the source of bleeding, but the source was unable to be located. The physician was not concerned with the impella as a contributing factor for the bleeding. The patient was transferred back to the ICU on impella support, where shortly after arriving, the impella flows continued to reduce with frequent suction alarms. The patient expired while on support. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor, however, the patient's condition may be more likely have impacted the event.

Manufacturer narrative:
H4 date of manufacturer is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.